Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -4.00/4.0/155 (sphere/cylinder/axis), implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. Refractive surprise was noticed. The lens remains implanted in the eye. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.